Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in shock impedance and pacing impedance. The impedances were high out of range. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.